Event description:
It was reported that this right atrial (ra) lead was dislodged several times during the implant procedure., upon checking the screw mechanism, it seemed to jump around, and unscrewing was not smooth. Furthermore, during the last attempt, after peeling away the sheath and adjusting the lead length during breathing maneuvers, dislocation occurred again. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.